Event description:
The physician was attempting to deploy a 3.0mm diameter x 12mm length integrity rapid exchange (rx) bare metal stent to treat a lesion in a patient. It was reported that the stent failed to cross the lesion and was damaged in the process. Stent was reported to be bent. No patient injury and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results: (root cause of event is undetermined, limited information). Inherent risk of procedure (failure to deliver the stent and stent deformation). Evaluation: conclusion: no conclusion can be drawn (root cause of event is undetermined, limited information). (B)(4).